Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 370, 392, 287, 437 and 320 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected 2 hour post meal expected blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 338 mg/dl using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1: 370 mg/dl date: (B)(6) 2023, time: 12:40 pm, 2 hrs. After meal; result 2: 392 mg/dl date: (B)(6) 2023, time: 12:13 pm, 2 hrs. After meal; result 3: 287 mg/dl date: (B)(6) 2023, time: 8:55 am, fasting; result 4: 437 mg/dl date: (B)(6) 2023, time: 3:37 am, fasting; result 5: 320 mg/dl date: (B)(6) 2023, time: 9:27 pm, 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 06-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.